Event description:
An alarm issue was reported with the adc device. The customer reported that the low glucose alarm did not sound and experienced seizure and loss of consciousness, requiring treatment of water and sugar provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported that the low glucose alarm did not sound and experienced seizure and loss of consciousness, requiring treatment of water and sugar provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Observed patch terminated off body. Inspected the plug assembly. The sensor was reprogrammed and activated and it went to state 6. The sensor was de-cased and the battery was replaced. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. Issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.